Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator change procedure, high capture threshold was noted on the left ventricular lead. The left ventricular lead was capped on (B)(6) 2019 and a new lead was implanted. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Correction: please retract this report 2938836-2019-02761. This event was previously reported on 2017865-2019-04961 under the correct serial number (B)(4).